Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The hose connector was reseated to resolve the issue. Block a: no report of patient involvement. Legal manufacturer: gehc trout - 3114 n grandview blvd. USA waukesha, wi 53188.

Event description:
It was reported that there was a malfunction during resulting in a hose connector causing loss of auxiliary oxygen. There was no patient involvement.